Manufacturer narrative:
N/a.

Event description:
Initial reporter: (B)(6). Date of incident: on (B)(6) 2025. Surgeon: dr. (B)(6). Patient: 53-year-old woman. Surgery type: percutaneous metatarsal osteotomy + claw toes. Devices involved available for analysis: one x shannon lg burr, 20 mm diameter, 2.0 mm x length 75 mm; ref. G01 01511. Batch number: 2502104. Incident: description: shannon bur broke before even being used. "The bur broke immediately upon starting to drill, and always in the same place: 2mm at the root of the bur's bevels.